Manufacturer narrative:
No kit lot number was provided for a specific investigation. No sample was returned for further testing, and no additional information was provided. A review of complaint trends revealed that all of the alere determine hiv 1/2 ag/ab lots are performing according to label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device is performing within labeled claims.

Event description:
This report represents 1 of 2 (B)(6) ag results on serum samples believed to be from pregnant females in the labor and delivery unit, tested with the alere determine hiv 1/2 ag/ab combo. Customer reported via a customer survey: have gotten a few weak (B)(6) ag results which when confirmed by an alternate method is (B)(6). After further follow-up with the customer, the customer confirmed that she could not find the two specific patients mentioned in the survey. However, the customer believed they were both labor and delivery patients which is why it was brought to their attention. The dates of the events and kit lot numbers were not reported. There is insufficient information to determine if a malfunction occurred. Patient treatment and outcomes are unknown. This will be filed as two separate MDR reports. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).